Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the emergency room for high blood glucose. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump did not pass the prime test. The customer did not have another infusion set with her to try run the prime test again. The insulin pump was programmed correctly. The customer did not have the tubing clamp to run the high pressure test.